Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr). The clip was advanced to mitral valve. The gripper arm on the tactile marker side, did not come down when confirming gripper orientation. Troubleshooting was unsuccessful. The clip was not implanted, was removed and replaced. A total of two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. Device analysis confirmed the reported difficult to open or close (gripper actuation - single) as one of the gripper arms was unable to lower initially but eventually was able to lower with difficulty as it was observed that the the gripper cover was caught in the harness. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a potential product issue was identified due to the observed gripper cover getting caught in the harness resulting in the single gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.na.